Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "during tray inspection prior to a case discovered the adjustable drill guide ball was broken to set the depth of the drill guide."